Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature issue was verified; however, pump time issue was not verified.

Event description:
It was reported that multiple temperature alarms occurred while the pump was charging; there were no abnormal temperature conditions. In addition, pump time/date were incorrect. Contact declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 235 mg/dl.